Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the fuzzy image observed on the screen was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer reported fuzzy camera lens on screen during Inspection for use involving an Olympus colonovideoscope. There was no patient injury reported.